Manufacturer narrative:
(B)(4).

Event description:
Coupling issues were reported; coupling bars were not achieved. The antenna locate feature was utilized with no improvement to coupling. A second recharger was used with no improvement. The patient was three weeks post-op at the time of the event, with little swelling over the implant. An x-ray confirmed the implanted neurostimulator had flipped. A revision was done in (B)(6) 2011 to correct the issue. After revision the patient was able to recharge as expected.